Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined the cause of the reported no ventricular capture and high ventricular impedance when programmed bipolar, was the result of a fractured solder joint on the ventricular ring feedthrough.

Event description:
Asku